Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of a xia 3 titanium blocker disengagement was confirmed via sales rep correspondence. The returned blocker was visually inspected and no issues were identified. The blocker was successfully threaded into a xia 3 titanium poly axial screw and unthreaded without issue. Review of the correspondence confirms that disengagement occurred due to over tightening of the tulip of the screw while positioning the blocker. If this was the case, the blocker may not have been adequately threaded, causing it to pop off. Conclusion: the root cause of the failure could not be determined with the provided information. The failure mode is multifactorial.

Event description:
It was reported during insertion of a screw it was observed that the screw couldn`t be inserted due to overtighten.

Event description:
It was reported during insertion of a screw, it was observed that the screw couldn`t be inserted due to overtighten.